Manufacturer narrative:
Concomitant medical products: product ID 8731 lot# serial# (B)(6) implanted: (B)(6) 2005 explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8731, serial/lot #:(B)(6), ubd: 28-mar-2007, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare professional (hcp) via a company representative regarding a patient receiving intrathecal m orphine (unknown) at unknown concentration/dose via an implantable pump for unknown indication for use. It was reported that the patient showed signs of withdrawal here and there, "no rhyme or reason". The healthcare provider (hcp) ordered an magnetic resonance imaging (MRI) for possible granuloma at the tip of the catheter. It was further reported that combination medications are in the pump and flex dosing was implemented until testing complete. Environmental/external/patient factors that may have led or contributed to the issue included having combination medications in the pump and having original catheter from 2005. Diagnostics/troubleshooting included a dye study to be scheduled after the MRI. Interventions/actions that were taken to resolve the issue included flex dosing. The issue had yet to resolve at the time of this report with "alive-no injury". The patient's weight and medical history were asked but made unknown.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) reporting that the patient's weight was unknown. It was also reported that the patient had not had the MRI done yet and has not had the dye study done yet. It was unknown at this time if the event had resolved.